Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent balloon kyphoplasty procedure. During procedure, the balloon ruptured in the vertebrae. No complications were reported for the patient. No fragments of the balloon were left in the patient.